Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was sticky and patient had to double press it for response. Customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had crack on battery compartment area and gear was slower and takes longer during priming. The insulin pump will not be returned for analysis.